Event description:
It was reported that the patient presented in-clinic for a routine generator change procedure. During the procedure it was noted that the right-ventricular (rv) lead had insulation damage. Electrical measurements were found to be normal prior to procedure. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient was discharged.